Event description:
On 2/6/06 cytyc's technical support (ts) department received a call from the facility. Facility reported that a pt had ingested preservxyt solution at a doctor's office. It is unknown whether the vial of preservcyt solution contained a patient's cytological specimen. The pt was admitted into the emergency room at hospital tests were performed to check the level of alcohol in the pt's blood, since methanol (a form of alcohol) is the primary ingredient of preservcyt solution. The test indicated that there was not a toxic level of alcohol in his blood. The pt was also determined to be asymptomatic. The pt was discharged from the hospital later that evening. Detailed information regarding the pt's state of health is not available at this time. It cytyc obtains additional information it will be forwarded to the FDA via a supplemental report.